Event description:
Country of complaint: (B)(6). Thread thickness varies / patterns are thicker than usual.

Manufacturer narrative:
Us reporting agent notified on (B)(4)2014. Reported device not marketed in the us; however, similar devices/processes are. Mfg site eval: samples received: 1 open pouch. There are no previous complaints of this code batch. We have received one open and used sample with the thread broken. Tested the diameter of the samples available in stock and the results fulfill the requirements of the OEM. Diameter results before releasing the product fulfilled OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.